Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(6) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
"The physician used an atk turbohawk during procedure. Upon taking the device out of sheath on the third insertion, it is reported that the nose cone slide a few mm off the catheter."